Event description:
The patient was experiencing withdrawal symptoms (unspecified); the pump was not infusing medication. The catheter could not be aspirated through the cap; a dye study revealed that there was no flow to the catheter due to an occlusion. No rotor study was performed. The system was explanted and replaced. There was no patient injury; the patient recovered without sequela. The drug in the pump was reported to be dilaudid. A follow-up report will be sent if additional information becomes available.